Event description:
Admitting diagnosis: recent failure of spinal hardware posteriorly at l5 with failure of the pedicle screws and possible pedicle fracture on the right at l5. Op report: upon subperiosteal dissection it was immediately noted that the pedicle screws were loose at l4, l5, and s1. There was also a broken pedicle screw on the r at l5. An incomplete pedicle fracture was noted. Items removed: cap lock t1 click x3 head - 498.570 - rod dynamic n-hance screw 6.2 45 pre-assembled cancellous screw 6.2 35mm pre-assembled screw 6.2 50mm pre-assembled.